Manufacturer narrative:
Sc-2317-50 (sn: (B)(6)) the returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients lead sheaths was broken. The patient underwent an explant procedure. The explanted lead was returned. Additional information was received that the lead was not previously implanted in the patients body.

Event description:
It was reported that the patients lead sheaths was broken. The patient underwent an explant procedure. The explanted lead was returned.